Event description:
It was reported the device was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported the surgeon discovered the atw35 did not cut and the staples did not enter tissue, but were formed after firing. The device was reloaded and it worked fine. The device was not saved by the hospital, but the tr35w is being returned. There was no consequence to the pt.